Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: model imd49jb45 lead; implant: (B)(6) 1998. (B)(4).

Event description:
It was reported that the patients right atrial (ra) lead and right ventricular (rv) lead were exhibiting abnormal impedances and capture thresholds. The leads were replaced during a implantable pulse generator (ipg) changeout procedure. No patient complications have been reported as a result of this event.